Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 2/7/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and liver disease/toxicity. No other peripherals or accessories were returned with the device. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacturer observed an unknown contaminate on the top cover/ui panel. Potential hair-like particles were observed on the right-side panel, around the control knob of the pca, underneath the left side panel, on the interior side of the blower cap, and in the base of the blower housing. Dust-like contamination was observed on the top cover/ui panel, on the right-side panel, in the air inlet, on the pca, on the blower cap/iso port, on and in the blower motor, on the sound abatement foam, and walls of the bottom enclosure. (1056215) potential hair-like particles were observed on the left side panel, on the interior side of the flip lid assembly, in the bottom enclosure, on the dry box, and in the lower base. Observed potential dried liquid spots with a dust-like contamination consistent with mineral deposits on the dry box seals. Observed dust-like contamination on and under the flip lid assembly, left side panel, in the bottom enclosure, on the dry box, and in the lower base. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated in this report. (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.